Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the consumer was unable to see anything up close. Have film on the new lens and will be undergoing lazer surgery. Possible retinal specialist to remove fiber clusters in fluid in eye. There are two medical device reports associated with this patient. This report is for left eye. Additional information could not be obtained as the reporter is unwilling to follow-up.

Manufacturer narrative:
A sample device was not returned for analysis; lens remained implanted in eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, patient had the laser surgery to clear new lenses. Some clarity but vitreous fiber floaters are still there.

Manufacturer narrative:
Corrected information was provided in b.7. (Previously summited "add" is removed) the manufacturer internal reference number is: (B)(4).